Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to insufficient seal. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was sent down with tag about temperature probe not reading correctly and the water reservoir was low. Per follow up via email on 09mar21, customer stated that the water reservoir was not an issue with the device. The pads had not been purged of water prior to returning to the customer and the device needed to be refilled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device sent down with tag about temperature probe not reading correctly and the water reservoir low. Per follow up via email on 09mar21, customer stated that the water reservoir was not an issue with a device. The pads had not been purged of water prior to return to customer and the device needed to be refilled.